Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 15-april-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse arrived at the site to perform a sorter to rt lane alignment. No further issues were reported and no further action was required by field service. The most probable cause of the reported event was due to sorter to rt lane alignment.

Event description:
On (B)(6) 2016, the customer reported error 4053 sorter z-axis home overrun with their a1a-2000 analyzer. The error began increasing over time. The customer also reported that intermittently the device aborted the run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for lhii, bchg and prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.